Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump received failed battery test alarm. The customer¿s blood glucose level was unknown. It also reported that the insulin pump rejected new batteries and there was minor scratches on the screen of the insulin pump. The customer was reported that battery cap was worn. The insulin pump will not be returned for analysis.